Event description:
It was reported while using bd micro-fine¿ + pen needles 0.23mm the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: received complaint: consumer needs to administer certain units of insulin. Before consumer gets to the desired amount, the needle blocks and then does not allow insulin at all. Consumer then needs to use a new needle to administer the rest of the units. Internal code: 416553. Item number: 320696. Item description: microfine pen needles 0.23x6mm thin. Lot number: 1229444.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ + pen needles 0.23mm the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: received complaint: consumer needs to administer certain units of insulin. Before consumer gets to the desired amount, the needle blocks and then does not allow insulin at all. Consumer then needs to use a new needle to administer the rest of the units. Internal code: (B)(4) item number: 320696 item description: microfine pen needles 0.23x6mm thin lot number: 1229444.